Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that following closure with a mynxgrip vascular closure device (vcd), the patient developed a hematoma of less than 6 cm in size. Manual compression was applied for 15 minutes. It was unknown if there were multiple stick attempts made for intravascular access. The product was stored per the instructions for use (IFU). During the analysis of the device, the mynxgrip vascular closure device may have pulled through during use. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant and advancer tube remained inside of the shuttle cartridge in the manufacturing position. The procedural sheath¿s distal tip was abutted against the balloon. The device, as received, had a balloon with a severely inverted tip and core wire bowing. The condition of the returned device indicated that the sealant had not been deployed and the inverted balloon indicates significant tension was applied during pull back. Leak testing was performed on the balloon of the returned device by using the returned syringe and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon. The condition of the returned device indicated that the balloon was not purged of air during the preparation step. Failure to purge the device of air during the prep stage can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. Vacuum was drawn from the balloon of the returned device and the balloon was inflated with water and pressure was held with proper functioning of the inflation indicator. The balloon¿s od was verified with go & no go gage. The balloon¿s inflation/deflation time and inflation indicator pressure release specifications were also verified and noted to be within the specification. Review of lot f1709303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as hematoma could not be confirmed. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. Based on the condition of the device and the investigation performed, the reported event may have been caused by a balloon pull through and the exact cause was incorrectly following the mynx instructions for use (IFU). The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the preparation step and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following closure with a mynxgrip vascular closure device (vcd), the patient developed a hematoma of less than 6 cm in size. Manual compression was applied for 15 minutes. The vcd will be returned for analysis. Analysis of the device indicates that the mynxgrip vascular closure device may have pulled through during use.